Event description:
It was reported that during a pocket revision due to erosion, it appeared that the physician had accidentally cut the lv (left ventricular) lead. The device had checked out fine prior to the case and during the previous several years. The lv lead was capped, to be replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 implantable tachy lead: (B)(6) 2010. (B)(4).